Manufacturer narrative:
E1: initial reporter phone no. :(B)(6). The device was received for evaluation. During evaluation, the device the top and button of the keypad matrix was found to be inoperable. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was the I/o pcb connector that accepts the keypad flex was not depressed which caused insufficient connection. The keypad was tested with a fully depressed connector and the keypad passed testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the top and bottom rows of the keypad button matrix were found to be inoperable. No additional information is available.